Event description:
It was reported that the customer's insulin pump was beeping continuously. Troubleshooting was performed, and the device had frozen display with the time clock not advancing. Advised the caller to remove the battery and to insert a new battery, but the anomaly continued and the insulin pump had also unresponsive buttons. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with a frozen display and constant tone alarm due to a problem isolated to the mother board. No blank display observed. Cracks to the case, battery tube threads, reservoir tube lip and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.